Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis and the complaint was confirmed. The permanent cautery hook instrument was analyzed and found to have a broken distal pitch cable at the clevis hub. The cable was fully broken. There was not evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking.

Event description:
It was reported that prior to the start of a vinci-assisted cholecystectomy surgical procedure, the customer reported the permanent cautery hook (pch) was not functioning correctly. On inspection there was a frayed cable seen. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the pch instrument remained static and did not move.